Event description:
The ralc30v was fired on the colonic mesentery during a total colectomy procedure. Arterial bleeding occurred from two areas of the staple line. The surgeon clamped and tied the bleeding vessels with suture and the patient is fine.

Manufacturer narrative:
The ralc30v was returned and evaluated. There was no damage. The device was reloaded and performed as intended. No conclusion can be drawn. Lot number and expiration date are unknown. Lot manufacture date is unknown. Evaluation summary: ralc30v calibrated normally, opened fully, closed for firing range and fired acceptable staple formation. Unit did not produce underform staples or malformed staples.